Manufacturer narrative:
Updated: date of event, model #/lot #, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). Physician's name: dr. (B)(6). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed. Only ultima stabilizer was returned back for investigation. A visual inspection determined that stabilizer foot was dislocated from the stabilizer shaft and returned backed separately. Traces of blood were visible on the stabilizer foot. Based on the returned condition of the device the complaint was confirmed for the reported failure ¿break¿.

Event description:
The hospital reported that during a coronary artery bypass procedure, ultima opcab system standard blade foot broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, ultima opcab system standard blade foot broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.